Event description:
A male pt enrolled in the study in 2007, with 1 vessel disease. The pt's medical history includes a previous coronary intervention and past smoker. The lesion initially treated was in the proximal rca. It was type b1, native, restenotic, after in-stent restenosis of drug eluting (endeavor). Smooth, readily accessible proximal segment, concentric. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 10mm. Pre-procedure diameter stenosis was 70%. The lesion was pre-dilated with a 3.00x20mm balloon at 18 atm. A 3.50x13mm cypher select plus stent was electively implanted at 18 atm with satisfactory results. Post-procedure diameter stenosis was 10. Approx eight mos and three days post index procedure the pt experienced angina pectoris, a coronarography was done and in stent restenosis in the rca was noted. A CABG was performed. During the one yr f/u phone call to the pt in 2008, the pt complained of angina pectoris.

Manufacturer narrative:
The device is distributed outside the united states; however it is similar to the united states prod. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.